Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the patient for the emergent endovascular treatment of a 67mm ruptured abdominal aortic aneurysm. It was reported the patient was becoming unstable when arriving to theatre, the physician managed to seal the aneurysm. It was reported that as per management of a rupture protocol, the main body bifurcation was moved in the 12mm conical neck and only half of that seal length was obtained sequentially producing a small type ia endoleak. An endurant cuff along with 6 heli-fx endoanchors were then implanted to treat the ia endoleak. It was reported the patient expired early the following day. Per the physician the cause of the event was was considered that the patient had arrived too late into hospital and that the coagulation cascade was too far along, when an exploratory laparotomy was performed for decompression of the abdomen, a severe diseased liver was also observed. It was reported the physician was happy with the performance of the stent grafts but it was noted that these types of patients usually don't recover from this type of insult. No additional clinical sequalae were reported and the patient has expired.